Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. Reportedly, the battery compartment was cracked and evidence of moisture ingress was observed within. The reporter alleged that all of the keypad buttons were under-responsive. Also, it was reported that the display screen was frozen and inoperable. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 10/08/2014 with the following findings: visual inspection revealed that the keypad cover was intact and free of damage. The battery compartment was cracked in two places, and evidence of moisture damage was observed within: the reported case damage and moisture ingress events were duplicated. Evaluation revealed that the up arrow and contrast keypad buttons were unresponsive: the reported keypad issue was duplicated. The pump failed a leak test due to a battery compartment leak. The pump case was removed, and evidence of moisture damage was found near the keypad flex connector; this device failure caused the reported keypad issue. The reported frozen display screen event was not duplicated. Unrelated to the reported events, the display screen was found to be dim and discolored due to an unidentified display failure.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.